Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting indicated the device was functioning properly, technician discussed other possible and instructed customer to change set and rotate insertion site.